Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that immediately following the implant of this 22mm mechanical valve, this valve was explanted and replaced with a 20mm mechanical valve. It was reported that the surgeon had difficulties seating the valve and removed it before the implant sutures were tied. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.